Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. The ez35w was fired once and reloaded. On the second firing, the surgeon clamped on the round ligament and broad ligament, and was about to fire when the sales rep noticed the orange tab and white plastic guide from the evu35 had broken off and lodged in the apex of the ez35w. At the request of the sales rep the surgeon unclamped and removed the device. The evr35 pieces were retreieved from the pt. The ez35w was successfully reloaded for a total of seven firings to complete the procedure. The evu35 is being returned for analysis, but retrieved pieces were not saved. There was no consequence to the pt. 8/15/96 1455 risk mgr said the pt was a female, age 55, birthdate 10/8/40, 151 pounds, MFR #005418.